Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hairline cracks on screen and haziness on screen making more difficult to saw in darker areas. Customer stated that the screen was dimmed and there was crack on housing around battery compartment starts from cap area and went down. Customer stated that they had to change battery in less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.